Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The reported mmc cup was returned to the post market surveillance team with the concomitant devices (femoral head, taper adapter, stem). The mmc cup exhibits scratches on the articulating surface and damages on the rim likely resulting from the revision surgery. The seating surface of the shell shows some areas with bone residue. The femoral head has several scratches on the articulating surface and some damages/cauter marks on the seating surface likely residing from the revision procedure. The taper adapter also shows some damages and scratches likely from the revision procedure. The returned stem appears largely inconspicuous apart from the neck and trunnion, where notable damage, likely from the revision surgery, can be observed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent hip revision approximately 11 years and 11 months post implantation due to device loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 0100181440, metasulâ® ldhâ®, head, 44, code j, taper 18/20, lot # 2574599, item # 0100561318, wagner cone prosthesisâ®, 135â°, uncemented, ã¸ 18, taper 12/14, lot # 2591219, item # 0100185146, metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20, lot # 2600427. G2: report source korea. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.